Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure, the patient deceased. In (B)(6) 2011, the patient presented with unstable angina and cardiac catheterization was recommended. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with 95% stenosis. The physician treated the lesion with pre-dilation, plain old balloon angioplasty (poba), and placement of a 4.0x12mm promus element stent. The procedure was completed successfully. In (B)(6) 2012, the patient felt pressure on her chest during shower and had unstable angina. She vomited once and her lips turned blue without taking a breath after shower. The patient was taken to ER in two minutes. Cardiopulmonary resuscitation was performed but the pulse was already zero. The patient expired. The cause of death is unknown. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).